Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer¿s blood glucose level was not impacted. Reportedly, the customer was eventually able to charge the pump with the same usb cable to resolve the issue, and declined replacement.